Manufacturer narrative:
Age at time of event: 18 years or older.   Device is a combination product. (B)(4). Device evaluated by manufacturer: the device was not returned. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors.  (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified posterior descending artery of right coronary artery (rca). After non-bsc balloon catheter predilated the lesion five times at 20 atmospheres, a 2.25x16mm promus element¿ plus stent was selected to treat the target lesion; however the device was unable to cross the lesion. Dilatation was performed again 5 times with a non bsc balloon catheter however, the device still could not cross. When the device was removed, it was noted that the strut was lifted. The procedure was completed with this device. No patient complications were reported and the patient's status was good.